Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient (age and gender uknown) and who was complaining of general weakness, but they were unable to obtain an ECG signal on the device screen using a three lead ECG cable and electrodes. Complainant indicated that there was no adverse effect on the patient due to the reported malfunction.